Event description:
It is reported that the patient was revised due to loosening and chronic knee pain.

Manufacturer narrative:
Information was received from a foreign source who is not required to complete form 3500a. Evaluation summary: x-rays were not returned for review. As such, the implant construct cannot be analyzed radiographically. Based on the available information, the exact cause of the reported pain and loosening cannot be determined. Evaluation: implant compatibility was confirmed. Review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should additional substantive information be received, the complaint will be re-opened. Zimmer, inc considers the investigation closed.